Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) is not charging batteries. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.